Manufacturer narrative:
H10: vyaire medical was able to confirmed customer reported issue. It was determined that electronic panel was the cause of the problem. The display panel was replaced and a new battery was installed. Technician performed uvt (user verification test) and ovp (operator's verification procedure)according to manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the vela ventilator was experiencing a frozen screen. There was no patient involvement in this event.